Event description:
It was reported that the swivel mechanism of the epiq 5g ultrasound system's control panel unlocked during transportation. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. The field service engineer evaluated the system based on the reported problem and confirmed the problem. It was determined to be related to the connector board. Philips has started an investigation, and upon completion, a follow up report will be submitted.